Event description:
Home health rn received call from her patient stating the suprapubic catheter which was inserted earlier that day was cracked at the hub and urine was leaking. Patient was complaining of bladder spasms. Rn returned to patient's house the same day and attempted to remove catheter. The rn was unable to aspirate the water from the balloon of the 16fr/10cc catheter. The rn gently removed the catheter and the tip of the catheter was not visible. The patient was sent to the ER where x-ray verified the catheter tip in the patient's bladder. The patient was referred to her urologist who removed the catheter tip via cystoscopy. Inserted and removed on (B)(6) 2017 by rn.